Event description:
It was reported that when the mini trek device package was opened the hub came off of the shaft. No force or mishandling occurred. The device was not used and there was no patient involvement. Another mini trek was successfully used and there was no clinically significant delay in therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned mini trek dilatation catheter noted blood visible on the loosely folded balloon and contrast in the inflation lumen and on the hypotube, consistent with handling and preparation. The hypotube was separated at the distal end of the hub, confirming the reported separation. The fracture face was oval shaped as if kinked prior to separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. In this case, it was reported the separation was noted during removal of the catheter from the packaging, however, the presence of blood and contrast is inconsistent with that information; therefore it is likely that the hypotube and hub were inadvertently handled during preparation, resulting in the hypotube kinking and ultimately separating. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents. All dilatation catheters are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.